Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent open reduction internal fixation surgery for the proximal femoral trochanteric fracture with the trochanteric fixation nail advanced (tfna) nail. During the surgery, when inserting the tfna-screw, the locking mechanism stuck with abnormal noise after about 5 turns before the thread of the locking mechanism reached correct position although the surgeon inserted the tfna-screw with inserter and the inserter was parallel to the device. The surgeon repeated tightening and loosening, and then, the locking mechanism was set correct position. He checked stopping rotation of the tfna-screw. The surgery was completed successfully within thirty (30) minutes delay. Patient outcome is reported as stable. No further information is available. Concomitant devices reported: unknown inserter (part # unknown, lot # unknown, quantity 1), unknown tfna helical blade (part # unknown, lot # unknown, quantity 1). This report is for one (1) 10mm/125 deg ti cann tfna 235mm/left - sterile. This is report 1 of 1 for (B)(4).